Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 months post-implant, it was reported that the patient was readmitted into the hospital due to congestive heart failure (chf) symptoms and hemolysis. The patient's aortic valve opened with every beat and the pump parameters were as follows: estimated flow of 4 ipm, pi of 2, pump speed of 9400 rpm, pump power of 8 watts. The patient's inr was above 2 with no aspirin. A CT scan was performed and indicated that the position of the pump was okay. The patient was treated with inotropes, diuretics and received blood transfusions. The following day a decision was made to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump and no further issues have been reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.